Manufacturer narrative:
Unit alarmed compromised force sensor resistor during the basic occlusion test due to loose/protruded drive support disk. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor resistor while changing her infusion set and reservoir. Insulin squirted out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. Customer's blood glucose level was not reported. The customer was unable to exit the preparing to prime loop. A small crack appeared by the drive support. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.